Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the part/lot numbers were not reported. The reported patient effects of thrombosis/ thrombus and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported thrombosis/ thrombus and myocardial infarction, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention and hospitalization appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Estimated dates d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: a randomized controlled trial comparing biomime sirolimus-eluting stent with everolimus-eluting stent: two-year outcomes of the merit-v trial

Event description:
It was reported through an article that a total of 256 patients with coronary artery disease were enrolled in a multi center clinical study to evaluate the 2-year efficacy of a novel third-generation, ultra-thin strut, bpbased biomime sirolimus-eluting stent (ses) versus the dp-based xience everolimus-eluting stent (ees). Follow up was performed at 2 years. The xience v stents may be related to the following: target lesion revascularization, myocardial infarction and in-stent thrombosis. The article concluded that the objective comparisons between the newer-generation des (biomime ses) and the conventional dp-based xience ees affirm that both the devices had acceptable safety outcomes up to the 2-year follow-up. Details are listed in the article titled, ¿a randomized controlled trial comparing biomime sirolimus-eluting stent with everolimus-eluting stent: two-year outcomes of the merit-v trial". No additional information was provided.